Event description:
It was reported that, "loaner set from louisville. The threads are stripped out of the trial, so the impactor would thread in, so you think it is ok but then you couldn't remove the trial. They needed to use locking and osteotomes which took 30-40 min."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.